Event description:
It was reported that the concerned microcatheter was being used in an unspecified procedure. No damage was identified when the microcatheter was unpacked, and the microcatheter was used without issue. However, after the procedure, it was found that the coating on the tip had peeled off. There was no report of harm or injury to the patient.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Additional information: d10 (date device returned), h6. Investigation conclusion: the investigation found the catheter returned intact with no damage to the coating observed. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.